Event description:
Additional information received. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
Boston scientific received information that the battery of this pacemaker allegedly depleted prematurely. During follow up, the device showed a fast reduction of battery measurement that three months ago the battery measurement showed one year remaining with magnet rate of 90 bpm. However, after one month the battery reached ert. Upon check up, the battery capacity was less than half a year and the magnet rate was 85 bpm. As a result , the device was explanted and was then successfully replaced. No additional adverse patient effects were reported. The device will be returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.